Manufacturer narrative:
During internal review of the final investigation result, it was re-evaluated that the event is reportable. The log file and the received information provided basis for the investigation. The logged entries indicate that the reported deviations can be attributed to a temporary malfunction of the internal flowsensor cable. The available log entries show that the device had generated several visual and audible alarms such as «flow sensor? Ventilation impaired» and «flow measurement inaccurate» at the reported time of event in order to alert the user to the failure. According to the instructions for use, the user is also advised to consider patient's ventilation with an alternate ventilation device (e.g. Ambu breathing-bag or replacement device) as immediately necessary in the event of a malfunction. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported in the user facility report that shortly after connecting to patient, ventilator alarmed flow sensor inop, unable to calibrate and kept alarming. When checking the vent the patient was receiving staggered shallow breaths and the expiratory side was making a clunking sound. The vt and mv were reading over 30lpm. Patents sats remained 100%, action was taken quickly and patient was bagged while vent was looked at and subsequently changed.